Manufacturer narrative:
Internal investigation into strattice lot s10698 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 05 june 2023, of the 264 devices released to finished goods for lot s10698, 211 have been distributed with 121 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
This is follow up#1 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a 59 year old male patient had hernia repair surgery on or about september 9, 2010. During the hernia repair surgery, the surgeon implanted a strattice mesh; lifecell ¿ strattice (lot # 810698-194; ref # (B)(4) ). After surgery, the patient returned to the hospital on or about april 3, 2015 for a revision surgery. No other information was provided. The lot number reported is similar to a strattice lot, however the prefix should be a 's' rather than an '8'. Based on the lot formation of strattice, "s10698-194" is a valid lot number.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion

Event description:
It was reported through a legal event that a 59 year old male patient had hernia repair surgery on or about (B)(6) 2010. During the hernia repair surgery, the surgeon implanted a strattice mesh; lifecell ¿ strattice (lot # 810698-194; ref # 810698) after surgery, the patient returned to the hospital on or about (B)(6) 2015 for a revision surgery. No other information was provided. The lot number reported is similar to a strattice lot, however the prefix should be a 's' rather than an '8'. Based on the lot formation of strattice, "s10698-194" is a valid lot number.